Event description:
It was reported that after the msi-pf injector is re-sterilized they have noticed a pattern of pt's developing an inflammatory toxic syndrome. Customer stated the injectors are cleaned in accordance to the dfu.

Manufacturer narrative:
Eval: results: visual inspection of the returned product showed that two injectors were returned with the body of it cracked. A lot order search was performed and there were no similar compalints found.